Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient reported feeling muscle stimulation. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.